Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, ""cement arthroplasty for ankle joint destruction"" written by ho-seong lee, md, ji-yong ahn, md, jong-seok lee, md, jun-young lee, md, phd, jae-jung jeong, md, and young rak choi, md, phd published by 2014 by the journal of bone and joint surgery, incorporated was reviewed. The article's purpose was to investigate outcomes of cement arthroplasty used as primary salvage procedure to treat ankle joint destruction due to various diagnoses. Depuy cmw 3 gentamicin in cases of infection and cmw 1 bone cement was utilized in non-infection cases for the joint arthroplasty. The article captures 16 cases with 2 experiencing adverse events related to cement problems. Each case is captured in linked complaints. This complaint captures case #13 a male (B)(6) years old diagnosed with nonunion of ankle fusion with comorbidity of diabetes mellitus, arthritis of contralateral ankle with a screw fixation in conjunction with cmw1 cement. Fifteen months post cement use he experienced a categorized cement problem (table 1 page 1470) of "subluxation at 10 months). Narrative description provides further detail that he experienced swelling and pain 15 months post cement utilization due to talus subluxation medially and screws broke. He then received revision (no details on specific products utilized in revision surgery) in which he received bone grafts which also failed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.